Event description:
The stapler would not rotate smoothly and the hand piece was difficult to engage.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as a colleague 2006.

Event description:
The customer reported to (B) (4) customer service a pump with pressure is not feeding into the line properly...air in line issue. This event occurred on the pediatric ward during patient therapy, patient connected. Therapy was stopped to swap out the pump, after which infusion continued without further problem. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation air in line issue, which led to the interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.